Event description:
It was reported that the user¿s ilet bionic pancreas fell to the ground after its tubing snagged on a door handle, after which the device became unresponsive and the display appeared pixelated; blood glucose levels were not affected, and the user transitioned to backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued glycemic monitoring with the user¿s cgm and phone or receiver. Investigation included review of the event description and arrangement for device replacement with return of the original unit for evaluation. Investigation of this device revealed a mechanical impact event resulting in a damaged display and nonresponsive device consistent with physical damage to the device enclosure and screen. It was concluded, based on previously established findings for similar reports, that the cause was user-handling related damage due to accidental drop.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.